Event description:
A lab comparison was performed on a patient. The device result was 198mg/dl and the lab result was 401mg/dl. No treatment was stated. Unknown if controls were in use or in range. A request was made for the return of the suspect device and replacement product was sent.